Event description:
It was reported that balloon rupture occurred. The target lesion was located in the illiac vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.